Manufacturer narrative:
Information regarding this event has been forwarded to the manufacturing facility. Results are pending. A follow up report will be filed.

Manufacturer narrative:
(B)(4). A sample was not available for evaluation. However, resin from our current inventory was sent to the laboratory to obtain the ir scan. Reviewing the manufacturing process, it was observed that the resin used in the cannula reported is the same and there is no change documented for a new resin or supplier resin. In addition, the resin is used in other products and no issues have been reported. Since the issue reported cannot be confirmed, it is not possible to determine the root cause for the issue reported. Lack of lot number information precludes a device history review.

Event description:
Cannula breaks down skin below septum on patient.